Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7/+1/040 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as user error with no device causality.